Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. The customer reported they changed the infusion set multiple times, but it did not solved the problem. The customer also reported the cannula being slightly bent. It was confirmed that insulin is stored in refrigerator and customer does not wait until insulin reached room temperature to use it. Blood glucose value was 300 mg/dl. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.